Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2018- 04387. It was reported the patient had been receiving ineffective stimulation after a motor vehicle accident. As a result, the patient underwent surgical intervention to remove and replace the leads with a different model. Effective therapy was restored post-op. The patient is implanted with two leads and the manufacturer is unable to determine which lead is liable.